Event description:
It was reported that a clearlink secondary medication set was involved in a backflow event. The reporter stated that the piggyback infused into the main bag instead of into the patient. The device was being used with a non-baxter primary set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.